Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 1/4/99. On 1/9/99 she developed an infection in the right ear lobe. She sought medical treatment and was given antibiotic treatment.